Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with partial wrinkled flap (striae) originating from superior nasal flap edge in left eye. Patient had a flap lift and smooth performed, a bandage contact lens was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and reported was not aware of any event leading to the flap issue. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/25 -4.75 x -5.00 x 20, left eye pre-op 20/20 -5.50 x -2.50 x 165.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.